Manufacturer narrative:
The esu was not returned to (B)(4). However, the generator was checked by the account and found to be functioning properly. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Most likely, there were many factors involved in the reported event. It appears that the patient's disease state played a significant role in the situation. Per the report, the polyp was large, long, and challenging. Nonetheless, no conclusive determination could be made as to the cause of the incident. The account is being made aware of the findings. To further address the issue, additional in-service work is planned with the involved staff at the medical center on 05/08/2017. No trends have been identified and (B)(4) is now closing the file on this event. Account evaluated unit.

Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a patient incident during a colonoscopy. The accessories were a hexagonal snare and a patient pad manufactured by conmed (lot number 201611095). The esu's settings were forced coag, 25 watts, effect 2. A polypectomy was performed on a large polyp. Per one of the charge nurses, "they have never had this problem in twenty years" as well as "the polyp was long and presented some challenges". After removing the polyp, there was significant bleeding. The patient was hospitalized due to becoming hypotensive with a large loss of blood.